Event description:
In 2007, the company received a report where it was claimed that the display on the device had horizontal lines.

Manufacturer narrative:
In early 2008, failure investigation results revealed that the reported complaint of "horizontal display" was confirmed. In addition, no audio was found and isolated to the main pcb. The failure of no audio was isolated to replacement of the main pcb. The mfg facility has initiated a corrective and preventative action associated with the confirmed failure.